Event description:
Customer reported she was unable to test due to her adc blood glucose meter shutting off after a blood sample was applied. Customer further reported she experienced symptoms described as "very weak, nausea, not responding to people around" and unable to self-treat. Customer was treated with orange juice by her colleague to balance her glucose level. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter has been returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression but it was not responsive to strip insertion. The reported complaint (meter shuts off during test) was not able to be performed due to meter not powering on upon strip insertion. The meter was sent for further investigation and de-cased and during visual inspection observed residue from a dried liquid. De-cased the meter strip port revealed contamination and fibers that caused a blockage. Contamination was observed on the strip port pins and on the pcba (printed circuit board assembly). The DHR (device history review) was reviewed and observed that no reworks occurred during manufacturing and all tests passed. This issue is not confirmed to use.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she was unable to test due to her adc blood glucose meter shutting off after a blood sample was applied. Customer further reported she experienced symptoms described as "very weak, nausea, not responding to people around" and unable to self-treat. Customer was treated with orange juice by her colleague to balance her glucose level. There was no report of death or permanent injury associated with this event.